Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch gbe894.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2013 and topical skin adhesive was used to close the incision. After discharge from the hospital, the patient was treated with irradiation for breast cancer. On (B)(6) 2013, the surgeon noted a skin reaction in the area between the breasts and abdomen where the topical skin adhesive was applied. The skin was red with blisters. A dermatologist diagnosed the reaction as dermatitis and the patient was given steroids. Currently, the patient is stable, but continues to see a dermatologist regularly.

Manufacturer narrative:
Date sent to the FDA: 11/8/2013. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.